Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that his onetouch select meter was not powering on and that he reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt's wife on december 4, 2009 to obtain/verify the following information: the reported power issue first occurred in the morning (2 days before the pt contacted lfs). The pt's wife stated that he has been using the subject meter for "not too long" and confirmed that it was working before. Approximately 1.5 days after the power issue occurred (7:30 pm after dinner), the pt started to feel lightheaded and hungry. Because his meter was not working, the pt was unable to confirm, his blood glucose level was low or high; however, he administered self-treatment with food/drink and felt better afterwards. The pt's wife stated that the pt's hunger was typical of his hypoglycemic symptoms, which usually occurs below 100 mg/dl. His wife also mentioned that the pt started avandia approximately at the same time that the power issue occurred, which could have contributed to his hypoglycemic symptoms; however, she was also unsure if the subject meter also contributed to the reported incident. According to the troubleshooting performed with customer service, the power button turned the meter on successfully but the csr discovered that the pt had the incorrect test strips. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed hypoglycemia after the power issue occurred. There was no indication that the product malfunctioned since the incorrect test strips were being used to power the meter on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.